Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing was sealed by the packaging machine. The cause was determined to be an issue with the manufacturing process. A CAPA has been opened to address this issue. The facility was made aware of the issue will receive awareness training to correct the problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented solution administration set had a crushed tubing. The process step at which this was discovered is unknown. There was no patient involvement. No additional information is available.